Event description:
A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the coronary artery. It was reported that the patient passed away. The physician clarified that the adverse event did not occur during use of the shockwave c2+ ivl catheter. According to the physician, the lesion had yielded following ivl treatment, and a vessel perforation occurred during subsequent post dilation with a non-compliant (nc) balloon. The physician believed that proceeding with nc balloon inflation after lesion yield was the contributing factor to the perforation. No additional information was provided.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the death could not be definitively determined based on the information available. There was no ivl device malfunction reported. Review of the event by shockwave medical safety and medical affairs determined that the coronary perforation occurred intra-procedurally during post ivl non-compliant (nc) balloon inflation and is therefore considered causally related to the procedure. Due to insufficient detail, device relatedness cannot be fully evaluated; however, this event is conservatively assessed as possibly related to the device. The patient passed away; however, the cause of death was not provided. Based on the limited information available, a causal relationship between the reported event, device use, and the patient's death cannot be determined. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
Additional information received confirmed that imaging performed after shockwave device use demonstrated no vessel injury at that time. The physician then proceeded with the non-compliant (nc) balloon, and the vessel perforation was reported to have occurred at nominal pressure. An attempt was made to obtain a covered stent to treat the perforation. The patient passed away shortly after the procedure.

Manufacturer narrative:
Additional information received on 01may 2026 was added to section b5.